Event description:
Rn reports that IV tubing was defective, and "would not prime". The tubing was replaced with a new package, and there was no further issue. There was no injury to the patient.====================== manufacturer response for outlook safety infusion system IV set, ultrasite======================we are sending return kit for evaluation purposes.